Event description:
It was reported that the customer was hospitalized for hyperglycemia. The contact stated that the customer had elevated bgs in the morning. The paramedics were called to assist the customer and was taken to the hosp. It was indicated that the customer had a static issue and the pump settings were cleared. The diabetes management consultant was contacted for additional training. Troubleshooting was done and the pump passed testing.